Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: extension.

Event description:
A consumer reported the occipital implantable neurostimulator (ins) was removed due to an infection on (B)(6), 2011. Medical records stated "the battery and programmer were removed without any difficulty and the wires were cut from the battery. The patient then had their wound closed under sterile conditions. The occipital wound was then opened which allowed for identification of the occipital screw. The consumer was then noted to have a purulent collection in the posterior region from the skin breakdown over the stimulator which was sent for cultures. The wire was removed along with the screw without any difficulty. The wound was then irrigated with bacitracin solution and closed. The consumer then had a transverse incision made over the area where the connector for the extension wire ring was noted. This was then found with fluoroscopic guidance and removed. The wound was then closed in a standard fashion." Relevant medical history includes headache.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.